Event description:
A percutaneous coronary intervention (pci) procedure for acute myocardial infarction (ami) was performed to treat a lesion located in the proximal to mid left anterior descending artery (lad). After balloon angioplasty (poba) was performed, and intravascular ultrasound (ivus) catheter was used to image, without issue, the lesion, which was 99%, stenosed with severe calcification and moderate tortuosity. A coronary stent was implanted in the proximal lad and then a second stent was implanted in the distal lad. The ivus catheter was used again as a final check to the placement of the stents. Upon withdrawal of the ivus catheter, the physician felt severe resistance. The ivus catheter was believed to have become caught at the distal end of the second stent and was unable to be moved by the physician. In attempt to free the device, the physician removed the ivus catheter imaging core and inserted a guidewire into the sheath to push the ivus catheter, however, this was unsuccessful. The physician then inserted a guidewire along the catheter and advanced a balloon over the wire to dilate the area, releasing the catheter from the stent and allowing the ivus catheter to be successfully removed from the patient. The patient condition was reported to be "good". After removal outside the patient, the physician examined the catheter and the guidewire. He noted some damage on the guidewire exit port of the catheter and a kink on the guidewire.